Manufacturer narrative:
The device was returned to the MFR for evaluation. It was found that the device was out of calibration. The roller and cutter were worn and required replacement. The device was repaired according to the procedure and returned to the customer. The device was purchased in 1979. A review of service records indicate that the device has not been returned to the MFR for repair or preventative maintenance since purchased in 1979. It is documented in the instruction manual included with the device that "the meshgraft ii tissue expansion system should be returned every 12 months for the inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy."

Event description:
It was reported that the meshgraft ii was cutting the graft unevenly. There was no report of injury or adverse pt consequences associated with this incident.